Event description:
It was reported that the right ventricular (rv) lead pacing impedance gradually declined and switched to unipolar pace polarity. It was also reported that there was noise on the electrograms. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: vedr01 implantable pacemaker (B)(6) 2013; 4068-45 implantable pacing lead (B)(6) 2001. (B)(4).